Event description:
A customer from the united states reported to biomérieux a performance problem with the vitek 2 hp rp5800 pc-wes7, when cassettes with patient isolates were not getting recognized in the software. The software did not identify the isolates and showed that when the isolates were being created, a low saline/tip message also occurred. The customer stated that results are usually received within 8-12 hours. Results of the affected cards were not reported until 48 hours, as the cards were on the instrument for 36 hours before being scanned and loaded into the instrument, then results were 8-12 hours after that. The customer reported that susceptibility results for approximately 15-20 patients were delayed in getting to the physician. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer reported to biomérieux a performance problem with the vitek® 2 hp rp5800 pc-wes7, when cassettes with patient isolates were not identified with the software. The customer system log folders were provided for evaluation. An investigation was performed. As part of the investigation the provided vitek 2 system software log folder was reviewed. It contained both the software log and a captured instrument log. Because all logged data for (B)(6) 2017 had aged off, those events could not be reviewed. The logs were reviewed for events logged on (B)(6) 2017. It was confirmed that a cassette was not removed from the instrument after a "processing error: cassette button memory failure: 115" on (B)(6) at 13:48:10. At that same time another cassette was processing within the instrument that needed to load cards into the carousel/incubator. Because the user did not remove and resolve the errored cassette, the instrument moved the cassette out of the way to load the priority test cards. Thereafter, there were five more cassettes in a row loaded onto the instrument. On (B)(6) 2017 at 22:31:54 the same cassette of test cards which had the original error was reloaded. Thereafter, the test card was ejected by the software analysis on (B)(6) at 06:41:32. Per the vitek 2 instrument user manual, when loading a cassette the user is to "monitor the instrument until the cassette icon disappears and the boat moves forward". "The vitek 2 instrument should be attended during the first minute after a cassette is loaded and the boat moves forward to process cards. This period is denoted by the presence of the cassette icon on the vitek 2 status screen." If an instrument error occurs, the user must respond. In the case of "processing error: cassette button memory failure: 115", the user is instructed to unload the cassette and resolve the issue. The user failed to respond to the instrument message that a cassette button memory failure had occurred. On (B)(6) 2017 the customer provided an update that the fse repaired the instrument, finding that the button memory had loose contacts. It is reasonable that the cassette button memory failure was due to the loose contacts.